Manufacturer narrative:
Aso evaluated returned samples as well as retained samples of the same lot number. In addition, aso reviewed records of biocompatibility tests for materials used to manufacture the same type of products. Refer to section b.6 of this report for further details.

Event description:
Consumer reported that he had a rash while using the adhesive pad.